Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, and daily measurements recorded a shock impedance measurement of 126 ohms. The shock impedance trend showed a gradual rise in measurements, indicative of a physiologic cause. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.